Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.